Manufacturer narrative:
Additional narrative: this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, instability, and elevated levels of cobalt/chromium. Update 11/11/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated corrosion, impingement, metal debris, and loose cup. Lab results indicted the metal ion levels were above 7ppb. Part/lot is being updated and the cup and screw are being added to the complaint. The complaint was updated on:11/25/2015.